Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that as the physician was aspirating sheath with the farawave catheter inserted the valve was letting air in. The sheath was working as usual without the farawave inserted but as the farawave was inserted it was pulling in excess air. The troubleshooting steps included removing the farawave catheter from the sheath and aspirating the sheath, then re-inserting the farawave into the sheath but excess air was visualized. The procedure was completed successfully by using a different device (same model, boston scientific product). A non-boston scientific mapping catheter was inserted into sheath prior to bubbles being observed, farawave catheter was inserted at the time bubbles were observed. Pressure bag was used for the irrigation of the sheath. Excessive bubbles were observed in aspiration only with farawave catheter inserted. The guidewire was pulled into the sheath to company standard. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the packaging was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the pulse field ablation atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that as the physician was aspirating sheath with the farawave catheter inserted the valve was letting air in. The sheath was working as usual without the farawave inserted but as the farawave was inserted it was pulling in excess air. The troubleshooting steps included removing the farawave catheter from the sheath and aspirating the sheath, then re-inserting the farawave into the sheath but excess air was visualized. The procedure was completed successfully by using a different device (same model, boston scientific product). A non-boston scientific mapping catheter was inserted into sheath prior to bubbles being observed, farawave catheter was inserted at the time bubbles were observed. Pressure bag was used for the irrigation of the sheath. Excessive bubbles were observed in aspiration only with farawave catheter inserted. The guidewire was pulled into the sheath to company standard. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.